Event description:
Pt contacted dexcom technical support on 10/17/2010 to report that he experienced extreme and unusual pain upon sensor insertion. Pt reported that the sensor failed approximately 30 mins after insertion. Upon removing the sensor, he noted that the sensor wire was not visible. Pt was extremely fearful that the wire remained inside his body because he has leukemia and is immunocompromised. During his initial call to dexcom technical support, pt reported redness and tenderness at the insertion site. During a follow-up visit by a dexcom clinical education specialist, pt had a small red bump at the insertion site, but had no indication of infection. Pt reported no tenderness at the insertion site but reported experiencing a "pinching pain" when he moved to the right and forward. On (B)(6) 2010, pt was examined by his endocrinologist, who indicated that there was no evidence of a retained sensor wire in pt's abdomen. Upon further follow-up on (B)(6) 2010, pt reported that he was doing well and had no sign of infection, but planned to have an x-ray because he still believed the wire fragment remained under his skin.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.